Event description:
It was reported that had her first stimulator (ins) put in (2005) she had been experiencing a sharp pain. It was noted that when tried lying down or sitting she felt it like a 'corkscrew' screwing in her buttocks. It was noted that she had to readjust her body position when she sitting down or lying down. It was indicated that health care provider hcp had been trying to adjust it but she still felt like that. It was indicated that sometimes the pain was so sharp when she lied down that she had to move really quick to readjust her body position. She was scared that something was going to come out. It was reported that her first ins they turned it off and on and put her on a lower setting and then raised the stimulation and went to a different program. It was indicated that the hcp does not know why the patient was having pain. It was reported that the sometimes when patient visit the hcp it was noted that her therapy was off and that was when she was getting a lot of leakage. It was also noted that she was getting a lot of leakage even when the therapy was on. It was reported that sometimes when visiting the hcp it was noted that the therapy was off and hcp stated that something was interfering. She stated when she was on the phone people can hear noise coming from her machine. She stated 'they can hear it roaring at times, not all the times'. She cannot hear the noise. They reported something with the battery and when hcp went in he found the battery had to be replaced and something was damaged with the wires. Hcp had to redo everything he did on the first one. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: 3093-28, lot# j0519259v, implanted: (B)(6) 2009, explanted: (B)(6) 2009, product type: lead. Product ID: 3095-10, serial# (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2009, product type: extension. Product ID: 3031a, serial# (B)(4), product type: programmer. Patient product ID: 3093-28, lot# j0519259v, implanted: (B)(6) 2009, explanted: (B)(6) 2009, product type: lead. (B)(4).